Event description:
It was reported that during use the right ventricular (rv) lead exhibited variable thresholds with unreliable capture since implant due to the patient's anatomy. It was reported that the patient complained of lightheadedness, dizziness, and syncopal episodes throughout the day and night with no apparent correlation to activities, locations, or body positions. It was reported that the rv lead is programmed sub-threshold outputs and decreased sensitivity to encourage left ventricular pacing. The patient was noted as dependent with no underlying rhythm. The rv lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient was feeling better since the the device feature that automatically monitors pacing thresholds at periodic intervals was programmed off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited variable thresholds with unreliable capture since implant due to the patient's anatomy.  It was reported that the patient complained of lightheadedness, dizziness, and syncopal episodes throughout the day and night with no apparent correlation to activities, locations, or body positions.  It was reported that the rv lead is programmed sub-threshold outputs and decreased sensitivity to encourage left ventricular pacing. The patient was noted as dependent with no underlying rhythm.  The rv lead remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b7.relevant history medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.